Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the implantable cardiac monitor recorded false positive pause episodes. Programming changes were made. There were no patient consequences.